Event description:
Event description cpi received information that this unipolar lead was removed due to electrical noise on the real time electrograms. An invasive procedure was performed and no direct lead problems were noted. The physician elected to replace the lead.